Event description:
Coiling treatment of a pcom aneurysm. It was reported the coil was placed inside the aneurysm and could not be detached. A second detachment attempt was made and the coil successfully detached. Due to the repositioning of the coil or the geometry of the aneurysm neck, after detachment, the coil was visibly unstable and a single loop began to pulse outside of the neck of the aneurysm. For fear of coil migration, the physician advanced a micrus ascent balloon with the intention of inflating it at the neck of the aneurysm and finish coiling using a balloon assisted coiling technique. During the advancement of the ascent balloon, the coil migrated out of the aneurysm into the right m2 (middle cerebral artery) segment. Several attempts were made to retrieve the coil using a snare, but the coil linearized and migrated to a distal m4 segment. The procedure was ended and the patient will be treated at a later date. No complications were reported with the patient as the result of this event.

Manufacturer narrative:
The devices involved in the event will not be returned for eval as it was implanted in the patient.